Event description:
Describe event, problem, or product use error: the patient underwent spaceoar injection ((B)(6) 2022) in the perirectal space prior to radiation to the prostate that was completed on (B)(6), 2022. The spaceoar injection was uneventful. He presented with proctitis and a large cavitary rectal ulceration in (B)(6) 2022. While his evaluation is ongoing, he is suspected to have a recto-urehtral or rectoprostatic fistula due to the presence of recurrent urinary tract infections. In the absence of using spaceoar, rectourethral fistulas and large cavitary ulcerations of the rectum are extremely rare events when treating prostate cancer. Space oar is suppose to lower the risk of mild to moderate side effects to the rectum, but in this case it is suspected to have caused a major (grade 4 out of 5) side effect. My practice of 7 physicians has now seen 2 cases of rectourethral fistulas secondary to space oar in the last 12 months. This was a never before seen complication of radiation therapy to the prostate for our community prior to these events. This complication is life altering and may require urinary and bowel diversions with possible reconstructive surgery or surgeries. The risk of multiple hospitalizations is high. CT abdomen/pelvis in (B)(6) 2022 showed rectal wall thickening with findings worrisome for localized perforation or fistula of the rectum posterior to the prostate.